Event description:
It was reported that during device change out due to battery at eol, externalized conductors were observed via x-ray. The decision was made to implant a new lead; old lead remains in situ.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.